Event description:
It was reported that after a device replacement, the right ventricular lead triggered a patient alert due to its pace/sense impedance. It was noted that the lead impedance had been trending higher prior to the device replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.